Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/04/2024, a distributor reported via sems-(B)(4) that an abs-10063 cprp processing set, arthrex angel system, seemed to have an issue with the tubing that did not allow the blood to flow from the "whole blood in" bag. They were able to transfer the blood to another kit and complete their in-office procedure. This was discovered during a procedure, with no reported patient harm. Additional information was received on 12/09/2024: this was in a clinical setting on (B)(6) 2024 for a knee oa injection procedure. There was no visible leaking or damage to the device.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is a possible clot in the disposable kit.